Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. BG level was addressed with a correction bolus via the pump. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.